Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a female patient who had an unknown mentor saline prosthesis implanted experienced deflation on the left breast prosthesis post procedure. As a result, the breast prosthesis was explanted from the patient on (B)(6) 2018.

Manufacturer narrative:
On 7/31/2018, mentor received information that identified the initially reported unknown device: brand name: mentor smooth round spectrum, procode: fwm, common device name: prosthesis, breast, inflatable, internal, saline, catalog: 3501440, lot: 5727689, unique identifier (UDI): (B)(4), PMA/ 510(k): p990075. Device evaluation summary: the device was received at mentor without fluid. Yellow material was observed within the device. During evaluation a crease was observed on the anterior and extending to posterior aspect. In addition, a rent was discovered within the crease on the posterior aspect, measuring approximately 0.6 cm. No other anomalies observed. Complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. The device history record (DHR) of lot number 5727689 reviewed on 8/6/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. At this time is not possible to determine the origin of the yellow material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).